Event description:
It was reported that the balloon on the catheter ruptured after 3 days of use. There were no pt complications.

Manufacturer narrative:
MFR control no ic980026. The sample has been returned to arrow. Examination of the returned sample found that the balloon had a tear in the latex near its center. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.